Event description:
It was reported that five years prior to the report, the patient had their implantable neurostimulator (ins) moved from their hip to the front lower right quadrant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37702, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6); product type implantable neurostimulator product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3550-29, lot# n276798, implanted: 2011 (B)(6); product type accessory product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead, (B)(4),